Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced hysterectomy (serious criteria medically significant and clinically significant/intervention required), mood swings ("mood swings"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (device removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the hysterectomy, mood swings, alopecia and fatigue outcome was unknown. The reporter considered hysterectomy, mood swings, alopecia and fatigue to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced hysterectomy amongst non serious events. Three years after implantation essure was removed surgically. Hysterectomy is serious due to its medical importance and anticipated in the reference safety information for essure. The exact date and reason for of hysterectomy is unknown. Nevertheless, considering it was reported as associated to essure use, and regarding a compatible timely relationship, a causal relationship cannot be denied (related). This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), alopecia ("hair loss"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure/ hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, alopecia, fatigue and anxiety outcome was unknown. The reporter considered alopecia, anxiety, fatigue, mood swings and pelvic pain to be related to essure. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event hysterectomy deleted. Event anxiety and pain was added and hair loss, fatigue was clubbed with previously reported event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: ptc investigation result company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced hysterectomy amongst non serious events. Three years after implantation essure was removed surgically. Hysterectomy is serious due to its medical importance and anticipated in the reference safety information for essure. The exact date and reason for of hysterectomy is unknown. Nevertheless, considering it was reported as associated to essure use, and regarding a compatible timely relationship, a causal relationship cannot be denied (related). This case was regarded as incident since device removal was required (intervention required). According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.